Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system without the implant. The device was bloody. The hub/valve, sheath, and tip, was microscopically and visually inspected. Inspection revealed a kink in the sheath located .4 cm from the tip, and tip damage (delamination/misshapen). The damage to the tip is consistent with being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected for use. When the was being inserted into the patient it kinked and needed to be replaced. A new was used and the procedure went as planned with the successful implant of the closure device in the laa of the patient. However, the device analysis revealed inner liner delamination.